Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the oversized stomach was placed into pouch and retrieved from patient cavity - while pulling, bag broke. The specimen fall into the patient and was corrected by suctioned it out. The device was discarded as bag was torn after the specimen retrieval. No injury to the patient.